Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the patient was s/p revision of device generator and lead on (B)(6) 2025. The patient reported that for the first few weeks they felt their symptoms were well managed, but they feels that urgency and frequency have been worsening since that time. They also reports that when turning in bed one night that they felt the device start to flip and it was now more mobile in the pocket. It did initially cause them some tingling sensation to their back and pain which has now resolved. They reported that urinary symptoms worsened prior to device moving. They currently has device programmed at p3 amp 1.0. The impedance check performed and device was functioning appropriately. Educated patient that pocket was now larger and more space for device to move. They should practice caution when turning, twisting, bending for the next few months. This may resolve, however, if it is causing issues, they may consider pocket revision. Device was reprogrammed in the office to p4 amp 1.4. They will monitor for improvement in symptoms and change program as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for at least a week now, they had been getting some electrical crawly feelings from the device. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.